Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging 10 sample test strips were missing from the onetouch ultramini meter kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unknown time. The patient claimed he manages his diabetes with oral medications (metformin and glyburide)and insulin (humulin n). The following day, between 8:30am and 8:45am, the patient claimed he continued to administer 25mg of glyburide and 1000mg of metformin pills despite the alleged issue. On the morning of (B)(6) 2011, the patient reported feeling lightheaded, dizzy, and was experiencing blurry vision. In response to his symptoms, the patient claimed he went to the emergency room (ER) for assistance between 9:15 and 9:30am. At the time of the ER, the patient reported he was administered 3 units of an unspecified type of insulin and 500 mg of saline. The patient claimed he was tested by the ER/hospital meter; however the result obtained was not specified. At the time of troubleshooting, the cca noted the closure seal on the packaging was intact prior to opening and educated the patient on the correct box contents. The cca discovered there were missing test strips from the kit. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, developed symptoms suggestive of a serious injury, and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.